Event description:
The iab was inserted on 8/7/96. The pt had difficulty coming off by-pass. On 8/9/96, blood was detected in the line and quickly removed. The pt failed to respond to industrial strength adrenaline. It was reported on 8/23/96 that pt was extremely critical prior to iabp and would have expired eventually. The balloon event did not cause the pt's death. The pt was too critical to have another balloon inserted. The pt expired on 8/12/96.